Manufacturer narrative:
Product event summary: the device was returned and analyzed. Analysis of the device revealed normal battery depletion.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4)

Event description:
It was reported that the patient's implantable cardioverter defibrillator (ICD)s explanted and replaced for early elective replacement indicator (eri). It was also reported that the patient's left ventricular (lv) lead had high pacing thresholds. The lead remains in use. No patient complications have been reported as a result of this event.